Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent, fever, impairment of general condition, decreased appetite, nausea and vomiting. The cause of the events were not reported. It was not reported if the patient was hospitalized for the events. Three days after the event onset, the patient was treated with levofloxacin (tavanic) (at a dose of 520mg, oral followed by at a dose of 250mg every 2 days, oral) for peritonitis and prednisolone metasulfobenzoate sodium (solupred) (at a dose of 20 mg per day, one tablet in the morning) for fever. The patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.